Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "firstly peel the pack open and feed the straps supplied through the eyelets at the top and bottom of the bag. Make sure the straps sit behind the drainage tube as shown and the elastic material of the strap is facing the leg." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the patient that the straps of the leg bag allegedly cut his legs down to the bone and sliced through the leg bag itself. The patient alleges that one leg is septic so he had to use the other leg, which is badly scarred and would break down within days. The patient has no feeling in his legs; therefore, he does not realize the damage that the straps are causing him.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "firstly peel the pack open and feed the straps supplied through the eyelets at the top and bottom of the bag. Make sure the straps sit behind the drainage tube as shown and the elastic material of the strap is facing the leg." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the patient that the straps of the leg bag allegedly cut his legs down to the bone and sliced through the leg bag itself. The patient alleges that one leg is septic so he had to use the other leg, which is badly scarred and would break down within days. The patient has no feeling in his legs; therefore, he does not realize the damage that the straps are causing him.